Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found blown ac line fuse. Recently replaced fuses on 11/22. Advised the hospital biomedical engineer to contact the in-house electrician to check the outlets where they park the system. Installed new fuses, tested the power cable, and tested the system. Issue resolved. The open fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system monitor was blank when attempting to boot up the system. There was no patient present when this issue was identified. No additional details were provided.